Manufacturer narrative:
Pump received button error alarm due to corroded keypad traces. Pump received with scratched lcd window. Unit received with cracked battery tube threads. Pump received with broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 119 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.